Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the phenomenon or the cause of the device malfunction. The root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during a cystoscopy, the video system center had an intermittent blank screen as well as an intermittent scope connection error. Due to these issues, there was a one hour delay in the procedure. It was unknown if additional treatment was required, but the procedure was completed using the same set of equipment. Additional information has been requested multiple times but was not received. This event included 3 devices. Patient identifier (B)(6) is for the video system center. Patient identifier (B)(6) is for a cysto-nephro videoscope. Patient identifier (B)(6) is for a visera cysto-nephro videoscope.